Event description:
The manufacturer service technician reported that the device was hot while it was being serviced at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.